Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cluttered in the morning with mucus (up to vomiting) and the throat irritated, difficulty breathing because of mucus, headache. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This was reported on MDR against a humidifier (not reportable). The correction needs to indicate that the report was filed in error against the humidifier and reference the MDR filed against the associated base device (MDR 2518422-2022-62663).